Manufacturer narrative:
(B)(4). The lot was manufactured january 27, 2016 ¿ january 28, 2016. The device was received for evaluation. Visual inspection was performed and revealed a pool of fluid contained inside the housing. Functional leak testing was performed and revealed a leak at the bladder crimp. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking inside the container. The device had been filled with a chemotherapeutic solution. This was noted before use. There was no patient involvement. No additional information is available.